Manufacturer narrative:
(B)(4). It was reported that the device had performance pull off suture needle. It was received for analysis unopened samples of product code mcp496, lot pdm094. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pdm094, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a breast augmentation in (B)(6) 2019 and suture was used. During the procedure, the suture separated from the needle as the suture was passing through the outer layer of tissue. Additional suture from a different lot were used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.